Event description:
On or about (B)(6) 2001, the patient was implanted with a greenfield filter. On or about (B)(6) 2019, the patient underwent a computerized tomography scan (CT scan) of their abdomen and pelvis. On or about (B)(6) 2019, the patient was informed that they sustained injuries from the filter such as struts protruding beyond the inferior vena cava (ivc) wall.